Event description:
It was reported to boston scientific corporation, that a lithoclast ultrasound probe was checked during inventory and it was found that the packaging was not sealed. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed.